Event description:
After 1 1/2 years of cochlear implant use, evaluation using the integrity test system revealed 9 open circuited electrodes. A CT scan confirmed proper placement of the electrode. Explantation/reimplantable surgery will be performed in 2005.